Event description:
It was reported that a caller experienced a malfunction with their insulin pump. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.